Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer checked her tubing and supplies and resumed insulin to resolve the issue.